Manufacturer narrative:
(B)(4).

Event description:
Pt's mother reported signal loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/11/2018 that on (B)(6) 2018 a loss of connection had occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.